Event description:
It was reported that the customer was hospitalized due to hyperglycemia. The customer's blood glucose reading was 217 mg/dl. Troubleshooting was performed, and found that the insulin pump had alarmed motor error several times. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.